Event description:
The customer called to report that her pod had initiated an occlusion alarm within the first day of operation. No kink or blood in the cannula however was observed. Her bgs at the time of the alarm were high (500mg/dl). The suspect pod was removed and replaced and will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.